Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 4 bd ultra fine¿ pen needles were missing their tear drop labels and were found bent before being placed on the insulin pen during use. The following information was provided by the initial reporter: "item 320122 lot # 8261600 exp date 2023-09-30 found 4 pen needle with paper tabs off them and non patient ends bent before inserting on pen. Found when spouse took out of the box to place on callers pen."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd ultra fine¿ pen needles were missing their tear drop labels and were found bent before being placed on the insulin pen during use. The following information was provided by the initial reporter: "item 320122, lot # 8261600 exp date 2023-09-30, found 4 pen needle with paper tabs off them and non patient ends bent before inserting on pen. Found when spouse took out of the box to place on callers pen."